Event description:
It was reported to arthrocare on (B)(4) 2012 by (B)(6) that an incident involving a wand from lot number fn12520-c had occurred. The user facility initially did not report any issues with the particular wand to arthrocare, however they did request an exchange of two wands from this lot number. Upon the user facility reporting the incident to the competent authority it was determined that the wands tip detached and that the surgeon had to irrigate the joint to flush out any debris left behind from the detachment in the surgical site. Procedure reportedly was completed without further delay or patient complications.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no patient information was available.